Event description:
The caller's mother was medicating herself based on the adc device results. The patient received 192 mg/dl from her adc device within 24 hours before the reported event. She was sent to the hospital with hypoglycemic symptoms. Her blood glucose was 26 mg/dl when she was in the hospital.